Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 446 mg/dl at the time of incident and the current blood glucose level was 303 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. The customer declined troubleshooting for high blood glucose value. Customer stated they performed high performance test which was passed. The insulin pump will not be returned for analysis.